Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set would not flow while being used with a baxter evo pump and an intravascular extension set. The patient was going for an MRI scan (magnetic resonance imaging). This issue was noted during an infusion of propofol while attempting to administer a bolus to a patient. In order to deliver the medication another brand of set was used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.